Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that the pt was treated. The lifevest treated the pt at 13:48:37. The rhythm at the time of the treatments was atrial fibrillation (af) at 110 bpm with motion artifact. Motion artifact contributed to the false detections. The response buttons were not pressed during the event. The pt went to the hosp following the event and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and ended use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 11/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6).